Event description:
(B)(4) received a call on 02/23/2015 reporting a medical attention that occurred on (B)(6) 2015 at 5:000am. Employee at patient's doctor's office called in because patient was experiencing dizziness and head pain across her forehead while at the office visit. Paramedics were called. Upon arrival paramedics tested patient's glucose with their meter with a result of 271mg/dl. The reading on prodigy meter was 181mg/dl. Approximately 2 minutes passed between testing with the paramedic's meter and the prodigy meter. Patient's total stay in hospital was 5 days. On follow-up call on (B)(6) 2016, patient stated that she was told by the her doctor that the reason for her symptoms was because her heart rate had fallen to 24 were it should have been 60-100. This was the reason for her original 5 day stay in the hospital. Complaint product has been requested but has not been returned. (B)(4) is requesting internal record review from manufacturer for suspect product.

Event description:
This is a supplemental report to initial report 3008789114-2016-00008 to submit investigation results from the manufacturer for the sespect device. Device was not returned to prodigy. (B)(4) requested form the manufacturer an internal record review for suspect device. See results in "file attachments" section of this report. (B)(4).